Event description:
It was reported that the handle from their curved osteotome had snapped into two pieces. No pieces were left in the patient and there was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). For the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> no device was received for examination; therefore, the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.